Event description:
The initial reporter alleged they received questionable elecsys troponin t hs for samples from one patient tested on a cobas e 801 analytical unit. The following troponin t values were measured for the patient: sample 1 = 3.00 ng/l with a data flag at 14:30 on (B)(6) 2024. Sample 2 = 5.41 ng/l 08:43 on (B)(6) 2024. Sample 3 = 5.55 ng/l at 10:39 on (B)(6) 2024. Sample 4 = 70.60 ng/l at 10:50 on (B)(6) 2024. Sample 5 = 5.34 ng/l at 20:50 on (B)(6) 2024.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. A general reagent problem can be ruled out as controls run prior to the event were within range. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace from (B)(6) 2024, there were 34 sample clot alarms, 12 sample foam alarms, and 4 sample short alarms. There are indicators of possible sample quality issues. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.